Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device's output time of sync r wave was incorrect. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data was provided. Review of the clinical data (strips) does show that the device was having trouble identifying the r wave. The signal showing was noisy, which could be the reason the r wave was difficult to detect. After approximately 27 seconds, the device was able to deliver a synchronized shock because it did recognize the r wave. Later in the case, the signal appeared highly distorted. The root cause could not be firmly established using the returned strips alone without evaluating the device, electrodes and/or clinical ECG data files. Analysis of reports of this type has not identified an increase in trend.